Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the customer was able to clear the alarm and resume insulin delivery. Subsequently, the customer received a cartridge change error during the load process. The customer's blood glucose level was 416 mg/dl. The customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be verified; however, a different issue was identified.